Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/23/2019. H3 device evaluation summary: it was received for analysis an empty opened foil, an empty labeled winding former and a detached needle of product code j317, lot mm2637. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The barrel hole present suture remnant and marks on the edge needle that appears to be by use of the surgical instruments. This condition caused the performance - pull off suture needle. Per the needle condition the assignable cause of the performance - pull off suture needle is an improper handling of the sample. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mm2637, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle was detached from the suture easily when taking out the needle-suture from the package during preparation of the surgery. It was not a control release needle. Another device was used to complete the procedure. There were no adverse patient consequences reported.